Event description:
Complainant alleged that the staff of the cardiac care unit was pacing a 61 y/o male pt for a cardiac arrhythmia, when the staff noticed that the device was sensing without capure. Upon investigation by the staff, they found that the cable was loose at its connection to the device. The pt was taken for insertion of a temporary pacemaker, and there was no adverse effect on the pt as a result of the alleged malfunction.